Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: blurry vision, vomiting. Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer called to inquire about obtaining test strips for meter. At the time of the call the customer reported symptoms of blurry vision and vomiting. Customer stated he was currently in the hospital. Customer stated that he lives overseas. After coming to the u.s. He had felt ill, not related to diabetes, and had been hospitalized. While hospitalized customer stated he was diagnosed with diabetes and given the true metrix meter to monitor his blood glucose. After being discharged, customer felt ill with the current symptoms and went back to the hospital. Customer had initially spoken with coordinator. Technician was unable to contact customer; no further information was able to be obtained.